Event description:
It was reported that the patient presented to hospital with bleeding from the surgical site. The patient did not exhibit fever and hemodynamics were stable. Mild warmth and tenderness were noted at the site, there was no wound dehiscence and the implant was not exposed. The patient was admitted for observation and necrotic granulation tissue was debrided and the sutures were removed. Intraveno us antibiotics were administered for two weeks which showed considerable improvement. The hospital considered that possibly a small amount of necrotic granulation like tissue may still be present. The patient was discharged and placed on antibiotics.  The implantable pulse generator (ipg) remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that blood tests confirm the presence of staphylococcus aureus.